Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A one-link extension set did not flow while the device was connected to a patient¿s central line catheter during an unspecified infusion. The issue was further described as the one link did not flow when the fluid (unspecified) was running to gravity and the one-link device would not allow the clinician to aspirate blood. Therefore, the clinician removed the one link in order to draw blood (no further detail was provided). There was no patient injury or medical intervention associated with this event. No additional information is available.